Event description:
A (B)(6) pt underwent nanoknife ire treatment for pancreatic cancer on (B)(6) 2011. During the treatment, an event was reported. Following ablation of the target tissue in the pancreas, the ultrasound revealed air/clot in the portal vein. The physician stated this could be outgassing that would be typical when treating the pancreas. A 7-day post scan showed a partial portal vein thrombosis (pvt). The pt was asymptomatic and was sent home.

Manufacturer narrative:
The nanoknife system includes probes that are single use and disposable. No component of the system was returned to angiodynamics, therefore a device evaluation was not conducted in regard to this event. During a review of quality inspection and manufacturing documents it was determined that the device met all specifications and quality requirements. A review of the hardware service database found no service orders for the generator around the time of issue. The cause of the portal vein thrombosis could not be determined. This event will be trended and monitored by angiodynamics complaint handling department. Internal complaint #(B)(4).